Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom door not fully latched messages through load set messages experienced during evaluation. The alarms were caused by a broken upper link switch. The upper auxiliary assembly (including the failed link switch) was replaced.